Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Remains in patient.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a patient had a broken rod approximately 21 months post-op. No revision surgery has taken place at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the rail remains in the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Remains in patient.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a patient had a broken rod approximately 21 months post-op. No revision surgery has taken place at this time.